Manufacturer narrative:
Product analysis the device was returned in a fully deployed state, with the manifold safety locking pin tightened no stent was returned with the device. The device was identified from the strain relief, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 30mm and 32mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the protege gps stent, the stent did not deploy at its full 40mm length and was unintentionally deployed outside of the target site in the right mid external iliac artery. The patient moved during the deployment of this stent and it affected the final landing result. Also, the level of eccentric calcium affected the final landing result of the stent. The deployment was more proximal than intended. The procedure was complicated by severe intimal eccentric arterial calcification, severe medial arterial calcification, an extremely calcified lesion, and a tortuous arterial vessel. The lesion was estimated to be roughly 40mm in length, with an artery diameter of approximately 8-9mm. The vessel was pre-dilated with a 6 x 40 evercross percutaneous transluminal angioplasty balloon and post-dilated with a 9 x 40 evercross percutaneous transluminal angioplasty balloon. The procedure was completed with post-dilation, and the stent remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.